Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection was performed with no issues noted. Functional testing, including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium transfer set leaked at the connection between the patient adapter (male patient connector) and titanium adapter. This occurred during patient use of the device for peritoneal dialysis therapy. The titanium adapter is still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.